Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned in one piece for analysis. The reported event of noise was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused intermittent pacing inhibition and inappropriate mode switch. The ra lead was explanted and replaced. The patient was stable throughout.